Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain, fever and cloudy fluid. The cause was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection ( 1 gram, start dose, intraperitoneally, frequency not reported), imipenam injection (1 gram, once a day, intraperitoneally) and amikacin injection (100 mg , once a day, intraperitoneally). At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available.